Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade occurred during right pulmonary vein isolation. No product abnormalities were observed before, after, or during the procedure. Drainage was performed in the catheter room and the patient returned to the room. No abnormalities were found during the follow-up. The physician commented that the causality with the product was not commented on. This adverse event was discovered during use of the biosense webster products. The physician did not comment on the completion of the causal relationship with the product. Patient outcome of the adverse event was improved. It was not reported that extended hospitalization was required. It was not reported if transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. Did not confirm any product failure before the procedure or during the procedure.

Manufacturer narrative:
Additional information received on 24-sep-2021 indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559942m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).